Event description:
The customer reported that 4 central nurse's stations (cns) were down and they could not turn them on. There was no patient injury reported.

Manufacturer narrative:
The customer reported that 4 central nurse's stations (cns) were down and they could not turn them on. The customer later reported that the issue had been resolved. According to the customer, the uninterruptible power supply (ups) connected to the cns's were unplugged and once they plugged them in, power was restored as normal. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that 4 central nurse's statios (cns) were down and they could not turn them on. There was no patient injury reported.

Manufacturer narrative:
Details of complaint the customer reported that 4 central nurse's statios (cns) were down and they could not turn them on. The customer later reported that the issue had been resolved. According to the customer, the uninterruptible power supply (ups) connected to the cns's were unplugged and once they plugged them in, power was restored as normal. There was no patient injury reported. Investigation summary: the root cause of the issue was determined to be inadvertent disconnection of the ups. Investigation determined the complaint record did not involve a failure/malfunction of the nk product. The issue was caused due to an inadvertent disconnection of the ups power. No further investigation is needed. Manufacturer references # (B)(4).